Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes and decreased performance. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed damaged to the top cover side. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires between the electrode ground ring and fantail region. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Dissection and scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks on the fantail region. The photographic inspection and scanning electron microscopy analysis revealed evidence of fatigue breaks on some electrode wires in the fantail region. These breaks can be associated with the increasing number of open electrodes as well as the decrease in sound quality. A corrective action was implemented. This is the final. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.